Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor cannula was missing when he removed the sensor and he noticed a little blood at the site. He wonders if the cannula is in his body. Customer inserted the sensor that day and kept receiving lost sensor alerts he stated he cannot see the cannula inside his site or feel it. Nothing further reported.